Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation while colonoscopy procedure the subject device had not captured photographs with the picture button on the scope, they are getting the image but cannot capture it. The procedure was completed using the similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.